Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids clear inside the device and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify a sharp edge opening radius side. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on radius due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side "rupture" of a tissue expander. Device was explanted and replaced with a breast implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "rupture" of a tissue expander. Device was explanted and replaced with a breast implant.